Event description:
It was reported that during an ultra lar, the stapler did not fully deploy staples as intended. The device fired approximately halfway through the cartridge (on tissue). The consultant and ot team could not retract the knife blade to open jaws of the device. The consultant raised concern that the device did not fire appropriately which resulted in the consultant using the manual override lever to bring the stapler knife back to base to open jaws of the device. A new echelon was then opened to complete the transection. The surgery was delayed and completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 7/5/2024. D4: batch # 792c99. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with a gst60d reload loaded on the device. The reload was received partially fired 1/16. Upon visual inspection, the manual override door was noted to be out of position; however, the lever bailout was damaged. The device opened and closed without any difficulties noted. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was a bailout. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 792c99, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient suffer any adverse consequences? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.